Event description:
It was reported that thrombus occurred. A left atrial appendage closure procedure was being performed under general anesthesia. Two minutes after the transeptal puncture, a heparin bolus was given. Approximately two minutes later, a clot was noted on the watchman fxd curve access system via transesophageal echocardiogram. The clot was aspirated, and the watchman fxd curve access system and pigtail were removed. No clot was then seen from the syringe, watchman fxd curve access system or pigtail. Computerized tomography and computed tomography angiography of the patients head was scheduled.

Event description:
It was reported that thrombus occurred.a left atrial appendage closure procedure was being performed under general anesthesia. Two minutes after the transeptal puncture, a heparin bolus was given. Approximately two minutes later, a clot was noted on the watchman fxd curve access system via transesophageal echocardiogram. The clot was aspirated, and the watchman fxd curve access system and pigtail were removed. No clot was then seen from the syringe, watchman fxd curve access system or pigtail. Computerized tomography (CT) and computed tomography angiography (cta) of the patient's head was scheduled.it was further reported that the procedure was aborted after transseptal puncture due to appearance of the thrombus on the watchman fxd curve access system in the left atrium. The thrombus was aspirated from the pigtail catheter and then there was no thrombus visible on transesophageal echocardiogram (tee) without electrocardiogram (EKG) changes. A code stroke was called to get a stat head CT to rule out any fragmentation of clot to the brain. CT head was negative for acute abnormality and cta of the head and neck was negative for large vessel occlusion (lvo). Neurologic exam remained normal. The patient was kept overnight for monitoring. One day post procedure the patient complained of right heel pain, and it was noted to be slightly cool to the touch compared to the left. Vascular surgery was consulted for possible arterial occlusion. Pain improved after raising it off bed and elevating on pillows. A cta abdominal run off was completed which showed advanced atherosclerotic disease of the right lower extremity, but no acute occlusion. Pain likely secondary to pressure on heel, which pain was relieved once feet were elevated. The patient was restarted on eliquis and will plan to attempt the watchman implant in the future. The patient was monitored closely without complications and is stable. The patient has been up walking around without complaints.